Event description:
Two-level acdf was performed at c5-c7, utilizing a 2-level plate. Three weeks following surgery the pt reportedly fell and struck his occiput. Six-week f/u film noted the right inferior screw had backed out approx 1-2mm. Pt has been asymptomatic. There are no plans to revise the construct. Monitoring of the pt will continue.

Manufacturer narrative:
(B)(4). Films received indicate the caudal screws were highly angulated. The surgeon indicated that is his preference; he anticipates some setting of the construct over time such that the screw positions would become more perpendicular to the plate. Revision surgery is not planned. The cause(s) appear to be related to both the surgeon's technique and an impact; the films strongly suggest the maximum angle of the screws relative to the plate may have resulted in insufficient contact between the screw and the locking mechanism in the plate. Review of labeling notes: "potential risks identified with the use of this device sys, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."